Event description:
It was reported that the patient's seizures have increased and she thinks her device is dead. It was reported that the patient wakes up on the floor when her husband is gone. Attempts to obtain additional relevant information have been unsuccessful to date.